Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device were'nt closing all the way. Used another like device to complete the procedure. There was no pt consequence.